Event description:
A physician attempted to use a chocolate 018 pta balloon to treat a lesion in the mid superficial femoral artery of a patient. No vessel tortuosity reported. No abnormalities reported in relation to anatomy. The device did not pass through a previously deployed stent. No resistance encountered when advancing the device. No excessive force used. No damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues noted when removing the device from the hoop/tray. The device was prepped per the IFU, with no issues identified. The balloon inflated with a syringe. It is reported that a balloon burst occurred at 8 atm during inflation. The procedure completed a new balloon of same model. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was flushed, and a 0.018¿ guidewire was loaded through the device, during inflation of the device a pinhole leak was found at the centre of the balloon medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the customer returned two images for evaluation. Image 1: this image depicts the shelf carton of the chocolate balloon catheter, the lot number on the shelf carton correlates to the device reported on gch. Image 2: this image depicts the chocolate balloon catheter coiled and placed on a tile; the balloon appears to be in a post inflated state. It is not clear from the image provided if the balloon is burst. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.